Event description:
Additional information: on 2/3/97, this pt returned to the or abdominal wound debridment and the replacement of the surgical mesh for the second time. His abdominal wound had no signs of infection and was closed at that time. Subsequently, the pt developed dvt, vegitation on his tricuspid valve, and a gi bleed. This pt expired on 2/12/97. MFR. Was notified by telephone on 2/14/97.additional information: on 2/3/97, this pt returned to the or for abdominal wound debridment and the replacement of the mesh for a second time. The pt's wound had no signs of infection and was closed at that time. Subsequently the pt developed deep vein thrombosis, vegitation of his tricuspid valve, and a gi bleed. This pt expired on 2/12/97. The MFR was notified by telephone on 2/14/97.